Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) power code #10. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the executive processor board. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received parts with a reported unit failure of a power up code 10. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. The unit fails to boot up properly. Code 10 could not be confirmed in error logs. The root cause will be impossible to define. This revision is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure.